Event description:
It was reported that during ra lead replacement due to dislodgement, the rv lead was disconnect from the device header briefly. When the physician went to reconnect the rv lead, the set screw would not tighten. Device was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone material in the set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.